Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The reported incident was caused by the end user. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed and completion of the DHR review is not required as it is unrelated to the investigation.

Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius customer service on (B)(6) 2023 to report that fluid was seen from the supply bag connection during dwell 1 of 3 of treatment and that the connection was slightly loose. The patient was connected during the incident. Fluid was not discovered in the pump module area or on the external of the cassette. No air bubbles were found during setup. The patient contact stated an air detected in cassette fluid warning alarm prompted prior to the leak. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) to complete treatment. The patient tightened the supply bag, pressed the ok to retry and the alarm did not return. Upon follow-up made on (B)(6) 2023, the registered nurse (rn) stated the patient discovered a loose connection from the tubing set to the heater bag during dwell 1 of 3 of treatment and found fluid leak dripping slowly from the connection piece and the tubing. The rn stated after inspecting the leak, the connection to the bag was loose. The rn stated that an accumulation of fluid was on the heater tray and on the side of cycler and on the cart. The rn confirmed there was no issues or leaks with the heater bag itself during the event. The rn after the leak was discovered, the patient tightened the connection and was able to resume and complete treatment with no alarms or issues. Per rn the patient had secured the connection during setup and did not know what may have caused the connection to loosen during treatment. The rn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per rn the patient has continued use of the cycler without further issue. The rn stated the cycler set and heater bag used during the event were used and discarded and were not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius customer service on (B)(6) 2023 to report that fluid was seen from the supply bag connection during dwell 1 of 3 of treatment and that the connection was slightly loose. The patient was connected during the incident. Fluid was not discovered in the pump module area or on the external of the cassette. No air bubbles were found during setup. The patient contact stated an air detected in cassette fluid warning alarm prompted prior to the leak. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) to complete treatment. The patient tightened the supply bag, pressed the ok to retry and the alarm did not return. Upon follow-up made on 11/08/2023, the registered nurse (rn) stated the patient discovered a loose connection from the tubing set to the heater bag during dwell 1 of 3 of treatment and found fluid leak dripping slowly from the connection piece and the tubing. The rn stated after inspecting the leak, the connection to the bag was loose. The rn stated that an accumulation of fluid was on the heater tray and on the side of cycler and on the cart. The rn confirmed there was no issues or leaks with the heater bag itself during the event. The rn after the leak was discovered, the patient tightened the connection and was able to resume and complete treatment with no alarms or issues. Per rn the patient had secured the connection during setup and did not know what may have caused the connection to loosen during treatment. The rn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per rn the patient has continued use of the cycler without further issue. The rn stated the cycler set and heater bag used during the event were used and discarded and were not available for return to the manufacturer for physical evaluation.